Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited oversensing-noise, and elevated sensing integrity counter (sic). The lead was reprogrammed. The patient alert triggered again and interrogation showed high and undefined impedance. The lead was thought to possibly be fractured. The lead was capped and replaced. During the lead replacement procedure, the implantable cardioverter defibrillator (ICD) was explanted and replaced due to a set screw issue when trying to connect the new lead to the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.